Manufacturer narrative:
Product event summary # product ID# 4968-25 a proximal portion was received measuring 17.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had noise and the right ventricular (rv) lead had intermittent loss of capture. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.